Event description:
During a acdf c6, c7 spine surgery, surgeon inserted 2 screws into the interbody plate of the zero p implant and the securing mechanism would not engage on one of the screws. Surgeon removed both screws and plate per synthes technique guide. Surgeon chose another same size plate and 2 longer length screws to implant. Due to the removal and implanting of the plate and screws, surgery was extended an extra 15 minutes. This is 2 of 3 reports for this event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device is used for treatment, not diagnosis. No visible damages, except some slight stress marks at the screw head, which were caused during the insertion. A function test was performed and the screw did lock in place in the implant as required. No manufacturing related fault could be detected. After assembling the 2 screws into the implant, it was noted that the blocking mechanism is in good working condition. There does not seem to be any design related issues with this implant. It is possible that either soft tissue was interfering with the screw insertion and/or blocking mechanism or possibly improper surgical technique.